Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ inflammation/irritation: unable to observe since it is a medical event and is not related to the device. ¿ seroma: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ yellow particles were observed on the shell. ¿ deformation is observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ''intra- and extra-capsular rupture of the left silicone implant with periprosthetic effusion¿ diagnosed via MRI and ''inflammation in the left side, controlled with antibiotics''. Later, patient reported ''the device was found to be intact upon explant''. This relates to the left side. The device has been explanted and replaced.

Event description:
Patient reported ''intra- and extra-capsular rupture of the left silicone implant with periprosthetic effusion¿ diagnosed via MRI and ''inflammation in the left side, controlled with antibiotics''. Later, patient reported ''the device was found to be intact upon explant''. This relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Photo analysis: visual analysis of the photos identified: seroma: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device.